Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent embolization occurred. The lesion was located in the ostial left anterior descending (lad) artery. The origin of the lad was approx a 70 degree angle from the left main axis. The lesion was 2.75mm in diameter, mildly calcified at the lesion site, but severely calcified along the left main segment and 95% stenosed. The vascular access site was the right femoral artery (rfa). The vessel was pre-dilated with a sprinter 2.00x20.0mm balloon. The physician attempted to advance a taxus liberte 2.75x16.0mm drug eluting stent (des) across the origin of the lad, but experienced significant resistance. The physician tried to remove the stent delivery system (sds), but the stent appeared to have dislodged from the sds, while being withdrawn into the guide catheter. The stent location was not known, but suspected to have migrated somewhere in the peripheral artery. The physician made no attempt to retrieve the stent. The procedure was completed with another of the same device. It was then reported that one day after the procedure, the pt developed postoperative myocardial infarction (mi) of the anterior wall. The physician suspected, but was unproven, that a sub acute stent thrombosis of the taxus des occurred proximal to mid lad. The pt then died suddenly due to ventricular fibrillation four days after the procedure. Further info has been requested regarding the intervention of the mi and unproven sub-acute stent thrombosis. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
Device has not been received for analysis, as of the date of this report.